Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported poor communication on the patient programmer (pp), and that they believe their implantable neurostimulator (ins) is dead as of the day prior to date notified. It was stated that the patient is going to the bathroom every 25 minutes as well. Troubleshooting was performed, and the issue was resolved by placing the pp directly over the skin and attempting to sync. The patient then confirmed they were on program 2 at 0.3 v, but were unable to turn stimulation on. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.